Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The battery was replaced and the issue was resolved. Other relevant device(s) are: product ID: 9735773, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement. It was reported that the system shut down 3 times during the case. The site was able to restart each time and it booted back up. Then the nurse walked away from the system or when the nurse walked away from the system or when the system was left idle the system appeared to go into a sleep mode with the power button off. There was a reported delay of 30 minutes to an hour and no reported impact to patient outcome. The representative connected the camera cart to another main cart and it worked as expected. The representative disconnected everything from the I/o panel and restarted the system, at one point on an attempted shutdown of the main cart and the monitor displayed no signal but everything else shut down. After multiple restarts, discharging the system and trying different outlets, the system appeared to be functioning as designed. The representative then noted that the system was in the state where it unexpectedly shut down. The uninterruptible power supply (ups) showed ac solid, and the battery was flashing quickly and v2 was intermittently flashing. The camera cart uninterruptible power supply (ups) had e net light illuminated, but there were no lights visible on the o-ring. There was no visible damage to internal cables on the main cart, and no visible damage or bent pings to cart to cart port on the io panel. The system then shut down again. The representative noted that after extensive trouble shooting they were able to single out the batter as the reason for the system shutting down.

Manufacturer narrative:
The ups and battery were returned for analysis. The battery was found to be functioning as designed. Functional analysis determined that the ups was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.